Manufacturer narrative:
Changed patient code. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿received a copy of the customer's medwatch report from FDA which states, ¿on (B)(6) 2019 (B)(4) two instances were reported of chemotherapy infusing on an alaris carefusion 8100 pump (separate patients) that infused at a significantly faster rate than what was programmed into the pump. There as no harm to either patient and the pumps were programmed correctly. On 2/10 (B)(4) a third incident occurred here an infusion of cardene infused in less than 30 minutes, which as also significantly faster than as programmed into the pump. The pump was programmed correctly and again, no harm to the patient occurred. This product is currently being evaluated by our biomed department - we will update this medsun report once root cause is identified. Per biomed: we have noted "microcracks" that are only visible under magnifying glass in the highlighted area on several of the pumps that have faulted. Pictures attached." Later, the customer reported that this cardene event which occurred on sicu, increased the patient's time of hospitalization.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient initials not provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿received a copy of the customer's medwatch report from FDA which states, ¿on (B)(6) 2019 two instances were reported of chemotherapy infusing on an alaris carefusion 8100 pump (separate patients) that infused at a significantly faster rate than what was programmed into the pump. There as no harm to either patient and the pumps were programmed correctly. On (B)(6), a third incident occurred here an infusion of cardene infused in less than 30 minutes, which as also significantly faster than as programmed into the pump. The pump was programmed correctly and again, no harm to the patient occurred. This product is currently being evaluated by our biomed department - we will update this medsun report once root cause is identified. Per biomed: we have noted "microcracks" that are only visible under magnifying glass in the highlighted area on several of the pumps that have faulted." The customer reported that this cardene event which occurred on sicu, increased the patient's time of hospitalization.